Event description:
It was reported via ethicspoint that, "(B) (6) customer, would like the organization to contact her as soon as possible. She says that she got a stryker artificial knee in (B) (6) 2007, and since then she has been having pain on her knees. She believes this has to do with the artificial knee she has. (B) (6) also would like the organization to mail to her copies of all stryker recalls since 2007."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report. Triathlon-prim tib baseplate cemented #2 cat# 5520-b-200; lot# sab6t. Triathlon ps x3 tibial insert cat# 5532-g-209; lot# taemea. Triathlon asymmetric x3 patella cat# 5551-g-299; lot# y224, at the present time it cannot be determined which, if any of the devices may have caused or contributed to the patient's pain.